Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had been off for a while since he has been on the hospital. Customer's other blood glucose value was 85 mg/dl. Customer stated that the meter was not connecting to the insulin pump. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.